Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left inner knee in 2020 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated upper arms on (B)(6) 2021 with coolsculpting cooladvantage coolfit may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the left inner knee on (B)(6) 2021 using the coolmini applicator and developed paradoxical hyperplasia (pah/ph) to the left distal thigh.

Manufacturer narrative:
Continued a5 - ethnicity: hispanic or latino.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left inner knee in 2020 and may have developed paradoxical hyperplasia (ph) after treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left inner knee on (B)(6) 2021 using the coolmini applicator and developed paradoxical hyperplasia (pah/ph) to the left distal thigh.

Manufacturer narrative:
Corrected data: b3, h11. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 7/4/2023.